Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l46103, implanted: (B)(6) 1997, product type : catheter. (B)(4).

Event description:
Information received from the consumer patient receiving morphine (dose/concentration unknown) via an implanted pump. Indication for use was noted as non-malignant pain and chronic low back pain. It was reported that the patient's pump was leaning forward and the physician could not "hit the pump anymore to refill." The patient needed to go the outpatient surgery center for x-ray to get refilled. The event occurred in 2014. The patient was losing a lot of weight. The patient was down (B)(6) lbs, due to having had gastric bypass surgery. The patient reported they used x-ray so that they do not go through too much pain when they refill the pump. The patient was not concerned about the pump flipping. It was noted that the pump was placed on the side of their rib. It was noted that they had gained and lost weight over the years. The patient reported that the dose was really low but did not know the concentration or dose. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug concentration/dose in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.